Event description:
A pt underwent a procedure for stable angina ccs2. The pt had 3-vessel disease. The first target vessel was the 2.5mm, non-tortuous, second right posterlateral (rpl) artery with 70% preprocedure stenosis. The de novo, b1, 10mm lesion was smooth and concentric, with little or no calcification or thrombus. A 2.5x13mm cypher was direct-stended to the site at 14atm with satisfying results. Timi flow was 3 pre and post procedure. The second vessel was the 2.75mm, non-tortuous, mid rca. The de novo, b2, 14mm lesion was irregular and eccentric with little or no calcification and no thrombus. A 14x2.75mm stent (type unk) was direct-stented to the site with satisfying results. Timi flow was 3 pre and post procedure. The pt was discharged the next day. Seven months later, the pt had a 2.25x12mm stent (type unk) implanted to the distal rca for stable angina. Eight months later, the pt died from a non-cardiac cause.